Event description:
It was reported that multiple occlusion alarms occurred. System check was performed by tandem technical support and blockage was identified in the tubing; however customer believes that the pump is the cause of the occlusion and declined to complete further trouble shooting. Customer's blood glucose was 300 mg/dl. Customer reverted to manual insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 300 mg/dl. Customer reverted to manual insulin therapy.